Event description:
On (B)(6)2022, it was reported by a sales representative via sems that an ar-9236-02pp univers vaultlock glenoid trial broke during insertion. Surgeon removed it with a pick up tool and nothing was left inside the patient. This was discovered during a tsa eclipse procedure on (B)(6)2022.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.